Event description:
Our affiliate reports that a vapr footswitch had its' coded pedal covers mixed, the yellow ablation pedal cover and the blue coagulation pedal cover were mixed. It appears that during use in an arthrscopic shoulder repair, the surgeon was attempting to use the "coagulation" mode of operation, however, it appears that because of the cover switch, the "ablation" mode was activated, which in tern caused some minute or slight cutting of soft tissue in the rotator cuff area. The "nick" to the soft tissue did not require and service, and the procedure was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause analysis. At the conclusion of the investigation, the results will be reflected in a follow-up report.